Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was observed. The evaluation found the back flex to be failing. The rear case which contains the back flex was replaced.

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.